Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that during preparation of the device, the xience v stent dislodged; however, it was not noticed until the device was being used inside the patent. The stent implant was found on the prep tray. There was no reported patient effect. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4). Results: product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the shaft, stent implant, balloon and the guide wire lumen. There was contrast in the inflation lumen. The stent implant had dislodged from the balloon and was returned. The first twelve rows of the distal end of the stent implant were flattened. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were kinks in the shaft 2.3 cm, 3 cm, and 6 cm proximal to the proximal seal. There were kinks in the hypotube 14.2 cm, 16 cm, 17.8 cm, 19.9 cm, 22 cm and 71.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. The protective sheath and stylet were not returned. A snap gauge was used to measure the stent implant. The distal outer diameter was oversized. The proximal and middle outer diameters; all met manufacturing criteria. Analysis of the returned product is consistent with the reported information that the product was inserted in the body and at least partially advanced over a guide wire, but the balloon was not inflated. The stent implant was returned dislodged from the balloon. The first twelve rows at the distal end of the stent implant were flattened, which was not initially reported with the incident information. This stent damage could possibly be the result of handling during preparation or from handling of the product during packaging/shipment back to abbott vascular for evaluation. The stent implant distal outer diameter was oversized and did not meet manufacturing criteria; however, this oversize most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. The protective sheath and stylet were not returned. Stent dislodgement prior to use can be influenced by many factors. It should be noted that the xience v instructions for use (IFU) states: prior to using the xience v everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. However, do not manipulate, touch, or handle the stent with your fingers, which may cause coating damage, contamination or stent dislodgement from the delivery balloon. The IFU deviations of not inspecting the product prior to use is not believed to be related to the cause of the stent dislodgement. In this case, it is possible that the handling of the stent contributed to the stent dislodgement and stent damage. Although a conclusive cause cannot be determined for the stent dislodgement and stent damage, there is no indication of a product quality deficiency. Analysis also noted three kinks in the shaft, located proximal to the proximal seal and six kinks in the hypotube, located distal to the strain relief tubing. The kinks were not initially reported and likely occurred as a result of handling during preparation or from handling of the product during packaging/shipment back to abbott vascular for evaluation. The kinks do not appear to have contributed to the stent dislodgement. A review of manufacturing records did not reveal any nonconforming material records (ncmr) for ether lot that could have contributed to the reported difficulties and all lot release testing met specification. In this case, although a conclusive cause cannot be determined for the reported difficulties, there does not appear to be an indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances. All stent delivery systems (sds) are 100% visually inspected online for stent placement and a sampling of units is destructively tested to verify stent dislodgement force.